Manufacturer narrative:
(B)(4). Batch number: p55h9d. Investigation summary: the analysis found that one pce45a device was returned with the firing mechanism damaged and with two cartridge reloads present. Cartridge (b and c) were received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. No functional testing could be performed due to the condition of the device. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on shaft subassembly leading the knife not to move forward. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.